Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet screen was found on the restock screen prompting to insert a new cubie. The technical support specialist (tss) remoted into the unit, force-closed and restarted the cubex application. After the restart, the user was able to log in successfully and issue the required item. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the screen was found on the restock screen to insert a new cubie. However, there were no delays or adverse events or injuries reported based on this event.